Manufacturer narrative:
The device has not yet been returned to the manufacturer. When the device is returned, a follow up report will be filed.

Event description:
It was reported that the handpiece was running while the trigger was not pressed. The condition of the handpiece was discovered prior to the procedure, during initial set up. There was no patient involvement and no report of adverse consequences in this event.